Event description:
On 03/25/2025, it was reported by a sales representative via (B)(4) that an ar-2350 knotless tensiontight button implant system would not let the suture slide, and the suture locked up inside the button, and the suture was not able to be tightened. This occurred after passing the suture through the button, inserting the button into the drill hole, having the trocar removed from the delivery hand, and then flipping the button. The case was completed as planned by leaving the button in the humeral canal and switching to a different implant, ar-3670 fibertak biceps implant system, without any issues. This was discovered during a biceps tenodesis procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper surgical technique. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
Additional information was received on 04/04/2025: this occurred on (B)(6) 2025 during a biceps tenodesis procedure. The case was delayed 10 minutes. It is unknown if additional anesthesia was administered to the patient. No adverse effects were reported on the patient due to the issue.